Event description:
Rptr alleged the customer obtained two blood glucose test results of 740 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the advantage system. Rptr stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.